Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and iab optical sensor failure alarm. The leak in iab circuit alarm was relieved by pressing the intra-aortic balloon(iab) fill button. The getinge representative walked the customer through steps to connect to transduce the central lumen of the balloon catheter. The fiber optic was then disconnected. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and iab optical sensor failure alarm. The leak in iab circuit alarm was relieved by pressing the intra-aortic balloon(iab) fill button. The getinge representative walked the customer through steps to connect to transduce the central lumen of the balloon catheter. The fiber optic was then disconnected. There was no reported injury to the patient.